Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to a rep dreamstation auto CPAP. The reporter alleged of having nose irritation, respiratory tract irritation, nausea/vomiting, dizziness and/or headache. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on january 17, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to a rep dreamstation auto CPAP. The reporter previously alleged of having nose irritation, respiratory tract irritation, nausea/vomiting, dizziness and/or headache. No additional information can be requested at this time. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. There was 1 error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and unit got corrected. Device material and catalog number and recall number has been updated in this report. In box g: date received by mfg (rfb) has been updated. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.